Event description:
Account alleges the head will always go up when any up function is depressed.

Manufacturer narrative:
Account stated he replaced the head up valve and that resolved the problem. Cause of stuck valve unk.